Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; addr01 implantable pulse generator (ipg) (B)(6) 2013.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedances. It was further reported that the right atrial (ra) lead exhibited falling impedance levels. Both leads remain in use. No patient complications have been reported as a result of this event.